Event description:
It was reported that the patient with this right ventricular (rv) lead presented noise and oversensing related to lead fracture. Inappropriate tachy detention and anti-tachycardia pacing (atp) was delivered. Tachy durations extended to prevent inappropriate therapy. Later on, the lead was surgically abandoned, and a new system was placed on the left side successfully. No adverse patient effects were reported. Additional information was obtained, the device was later on explanted and replaced.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented noise and oversensing related to lead fracture. Inappropriate tachy detention and anti-tachycardia pacing (atp) was delivered. Tachy durations extended to prevent inappropriate therapy. Later on, the lead was surgically abandoned, and a new system was placed on the left side successfully. No adverse patient effects were reported.